Event description:
A customer observed positively biased results for multiple assays for a pt sample on the eci system. Results were released to the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.